Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was closed but the monitor said that the drawer failed to close. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported the drawer would not open and displayed an error message stating, ¿please close the drawer,¿ even though the drawer was already closed. The field service engineer (fse) found that main full-height drawer 6 was incorrectly registering as open while physically in the closed position. The issue was resolved by replacing the drawer latch assembly. The repair was verified using the hardware test application, and all tests completed successfully. The system functioned as intended after field service engineer repaired the device.